Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the dark circles and the furrow of the frontal region with juvéderm® volbella¿ with lidocaine. Five days later, the patient reported that they saw ¿something that was not right¿ and the health professional confirmed that there was ¿necrosis¿ and ¿changes in skin color.¿ the patient was treated with 500 u of hyaluronidase and dexamethasone 8 mg im. The event is ongoing.